Manufacturer narrative:
This report is submitted may 1, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient experienced pain and irritation at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains insitu.